Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during surgery, the equipment presented an issue with the silicone injection. The procedure was completed with difficulty. There was no patient harm. Additional information was received from the customer indicating the plastic piece of the probe latch was stuck in the connector of the panel and this was suspected to be the cause.

Manufacturer narrative:
The customer called the company service representative to assist with troubleshooting. The customer was able to troubleshoot and resolved the problem reported. Telephone contact with the site indicated that a piece of the probe latch was caught in the panel connector, it was removed by the nurse, and the problem was solved. The facility did not request service. The system was manufactured on may 28, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to an external event that is unrelated to the product. The manufacturer internal reference number is: (B)(4).